Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with intermittent post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator. Programming interventions were made. The patient was in stable condition and will continue to be monitored.